Event description:
Surgeon used costasis surgical hemostat on patient with lumpectomy with axillary node dissection. Surgeon did not place a surgical drain. Patient developed seroma and infection and required surgical drainage. Surgeon gave patient antibiotics. Surgeon was concerned as he stated it is rare for him to have infections in axillary node dissection patients. He was unsure of the cause of the infections. Patient has recovered completely.